Event description:
It was reported that the ilet pump separated into two pieces, consistent with a hardware failure of the pump housing and screen assembly, and the user discontinued use and transitioned to multiple daily injections; the device was later reported to have frozen prior to the separation. Symptoms included no adverse clinical effects, as blood glucose was managed using backup therapy. Outcomes included continued therapy via alternative methods without medical intervention or hospitalization. Investigation included a review of the reported condition, verification of device details, guidance to shut down the device, and initiation of replacement logistics. Investigation of this case revealed a confirmed physical integrity failure of the device consistent with screen and enclosure delamination or separation, with no associated alerts or alarms and no impact to glycemic control due to timely transition to backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the pump enclosure and display interface.